Event description:
Information received from rep indicating cause of the revision on (B)(6) was impedances were detected on the extension during a battery replacement procedure due to battery depletion. Impedances were resolved with extension revision.

Manufacturer narrative:
Continuation of d10: product ID 37603 serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type implantable neurostimulator product ID 37603 serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type implantable neur ostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.